Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.

Event description:
Caller indicated the relion confirm meter was giving variable readings. (B)(6) tested his bg at 9pm and his reading came back at 557, he waited about 5 minutes and he tested again and the bg level was 343. He was not feeling well, there was no treatment given. Washed/dried hands, no food/beverage intake prior to testing, new drop of blood used. No controls used and improper storage as customer was storing in kitchen. Customer stated this is not the reason for the malfunction.